Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. A review of the system logs was conducted by an intuitive surgical, inc. (Isi) regulatory post-market surveillance (rpms) analyst. Per the investigation, no related system errors occurred that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that approximately 1.5 hours into a da vinci-assisted right hemicolectomy procedure, while mobilizing the bowel, the ileocolic artery was accidentally punctured. The bleeding was controlled within a short period of time by clamping the artery with the laparoscopic instrument in the assistant port. Approximately 100ml of blood loss occurred, and no transfusions were required. The surgeon decided to convert the procedure to open in the interest of the patient's safety, and the malignancy was successfully resected. The procedure was completed with no further issues. The patient tolerated the conversion well, and they are reportedly doing fine; the patient was discharged on postoperative day 2. Per the surgeon, there were no technical malfunctions by the da vinci system or instruments in this case; it was an accidental injury and a rare complication. The surgeon did not anticipate that the procedure would be converted.